Manufacturer narrative:
Pending device return and evaluation.

Event description:
Revision due to patient fall and subsequently fracturing the humeral bone.

Manufacturer narrative:
Engineering evaluation noted that the revision reported was likely the result of the patient's fall, which led to fracture of the humerus bone.

Event description:
Revision due to patient fall and subsequently fracturing the humeral bone.